Manufacturer narrative:
(B)(6). Devices a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that during a percutaneous coronary intervention treatment procedure a dissection occurred. The index procedure was performed in (B)(6) 2012. Target lesion 2 was located in the proximal right coronary artery with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 12 mm (B)(6) stent. Following post dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. The patient returned to the catheterization lab in (B)(6) 2012, for a staged procedure. Target lesion 2 was located in the 1st left posterolateral branch with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. Target lesion 2 was treated with pre-dilatation and placement of a 2.75 mm x 20 mm ion coa stent with 0% residual stenosis. Target lesion 3 was located in the distal left circumflex artery with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm. Target lesion 3 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm (B)(6) stent with 0% residual stenosis . Target lesion 4 was located in the proximal left circumflex artery with 99% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion 4 was treated with pre-dilatation and an attempt was made to deploy 3.50 mm x 16 mm (B)(6) stent which was unsuccessful as it was unable to cross the lesion and was never deployed. Subsequently another 3.50 mm x 16 mm ion stent was successfully deployed which caused grade a dissection with 0% residual stenosis. This dissection was treated and covered by bailout(B)(6) stent 6 (3.00 mm x 16 mm ion stent). Target lesion 5 was located in the proximal left circumflex artery with 60% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. Target lesion 5 was treated with pre-dilatation and placed distally overlapping 3.00 mm x 16 mm (B)(6) stent, with 0% residual stenosis. Additionally this stent successfully covered the grade a dissection caused by 3.50 mm x 16 mm ion stent.